Event description:
When the product was used, it was allegedly found that the corner of the external package was open. Chose another catheter to insert.

Manufacturer narrative:
The complaint of opened packaging was confirmed, however, the cause was undetermined. The product returned for evaluation was three 4 fr s/l groshong nxt clearvue kits. The samples were received in their original sealed packaging, however, the lower left corner of the outside lid stock on each package was open, resulting in a broken external seal. The flange on each package exhibited full and uniform adhesive transfer, indicating that the seal had been properly formed during the manufacturing process. The lifted comers of the tyvek backing exhibited rippling parallel to the corner, consistent with the corners having been peeled. The printing appeared to have bled slightly, and the tyvek exhibited a wavy texture, suggesting that the packages may have been exposed to moisture. The characteristics of the lid stock on each sample indicated that each had been peeled sometime after the initial seal was created, however, it could not be determined if this occurred during shipping, storage, or following arrival at the complainant facility.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. A lot history review (lhr) of (B)(4) showed no other similar product complaint(s) from these lot numbers. The device has not been returned to the manufacturer, at this time, for evaluation.